Manufacturer narrative:
Result of investigation: vyaire medical performed visual inspection no physical damaged noted. No further investigation will be performed as the supplier conducted root cause analysis reference scar psp-21-03 found an insufficient amount of sulfuric acid causing internal temperature to increase during charging and discharging. Increase temperature cause damaged to the negative plate which lead to the paste to eventually crack affecting the ability to reach its full potential. The supplier is in process of making equipment updates and more extensive testing and quality checks. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). Vyaire medical was able to confirmed the reported issue. The battery duration test failed, unit shut down several minutes into testing. Further investigation revealed internal battery is not holding charge. As a resolution, the internal battery was replaced. Internal battery will be forwarded to fa lab for further analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 battery charge system would not hold a charge and went inop (inoperable) while on ventilator. As of this time there is no information about patient involvement associated with this reported event.